Event description:
Pt admitted to hosp complaining of high blood sugar. As he was on continuous insulin infusion therapy using the insulin pump, a malfunction was suspected. The pt was instructed to change the vial of insulin currently in the pump to eliminate the drug as the cause of the high blood sugar. After the change, the pt's blood sugar returned to normal.